Event description:
It was reported that there was moisture in the lens which resulted in a blurry image. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.